Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant the right ventricular (rv) lead was unable to move and had a dislodgement, and the helix had issues extending and retracting due to tissue because of repositioning of leads, with no capture and poor electrical signals during multiple reposition attempts. It was also reported that the right atrial (ra) lead had a dislodgement and exhibited no sensing. The ra and rv leads were explanted and replaced, with the system being placed in a new pocket with an antibacterial absorbable envelope. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed no anomalies were found. If information is provided in the future, a supplemental report will be issued.